Event description:
It was reported via repair work order that the head end bumper were damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.